Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The door winch and the cable assembly were replaced. The system was re calibrated and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that after imaging they were going to remove the system. When they tried to open the gantry the door didn't open. When the site used the open door button the door opened a few centimeters and then got stuck. When they tried to close it again, it was not closing. When the manufacture representative (rep) got to the site to check the system. The rep tried to manually open the gantry and heard a cluck sound and something dropping inside of the gantry. After the procedure was completed the rep opened the gantry covers and found that the dingus was not in the right place. They also found that the door winch assembly was defective. There were two black "crescent" parts that had been broke during manually opening along with four broken screws inside of the gantry. The procedure was delayed longer than an hour.

Manufacturer narrative:
The door winch was returned for analysis. Functional testing found that the component was functioning as designed. If information is provided in the future, a supplemental report will be issued.